Event description:
Pt had a 16 french foley catheter inserted. When it was time to remove the balloon, it would not deflate. Several methods were tried with no success. The catheter had to be removed from the urethra with balloon fully inflated.